Event description:
It was reported by service report that the cot is not fastening into the ambulance properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the issue about the cot not locking was an issue with the ambulance not the cot.